Event description:
It was reported to medtronic neurosurgery that the patient had a shunt implanted in 2009 and had an issue with it in 2011; however, the shunt was repaired. According to the report, recently the patient¿s shunt was removed.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All of the valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.